Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated and suprarenal device in 2014. Recently, the patient presented to the ER with back and abdominal pain. Cta revealed an endoleak. Angiogram was performed to confirm an endoleak type iiib. The physician elected to place a vela proximal extension to resolve the leak. The patient is reported to be doing well.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was unsubstantial evidence to support the following reported events; a type lllb endoleak and a secondary procedure. The most likely cause of the type lllb endoleak could not be determined due to a lack of device, user, procedure, or anatomy information. The procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The patient status was reported as doing well at the time of this report. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.